Event description:
Customer's mother reported via phone, customer has been experiencing high blood glucose levels and believes the insulin pump is not functioning correctly. Customer's blood glucose was 523 mg/dl but customer did not bolus for his breakfast meal. Sensor reading was 300 mg/dl and going up. Then on friday customer missed a bolus and his blood glucose was 464 mg/dl on (B)(6). However the insulin pump bolus history showed a bolus was done in the middle of the night. Customer's mother declined a replacement device and is not returning the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.